Manufacturer narrative:
The product will not be returned.

Event description:
The reporter stated that he has antiphospholipid antibodies and does not use the coaguchek xs meter at home. He stated that while in the hospital a coaguchek meter (unknown serial number and model) was used to make treatment decisions for him. He was told by the treating physician and nurses that his antiphospholipid antibody syndrome would not interfere with the meter. The reporter stated that he had a stroke while in the hospital due to the inaccurate readings from the meter. He stated he was receiving readings around 5.0 inr from the meter. He stated that these readings of 5.0 inr were compared to a laboratory result of 1.3 inr. It was reported that the reporter's medication was changed based on the meter readings. However, no details were provided. The reporter could not provide the name of the hospital that this occurred in as he has a significant memory loss. He was not able to state as to whether the lab result he provided was before or after the stroke. The time frame of the result on the meter and the result from the laboratory is not known. It is not known what treatments he received for his stroke. The reporter did not provide his therapeutic range. He stated he experiences memory trouble due to the stroke. No other details were provided. The suspect product can not be requested to be returned since the reporter is not able to provide the name of the hospital he was a patient in. The investigation states: as mentioned in the package insert of the test strips, the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., elevated inr values. A comparison to an apa-insensitive laboratory method is recommended if the presence of apas is known or suspected. (Moll s and ortel tl monitoring warfarin therapy in patients with lupus anticoagulants. Annals of internal medicine 1997;127:177-185.) The retention material is acceptable as roche evaluates the retention material of all strip lots available on the market.